Event description:
I experienced side effects from neurofeedback treatment. I was experiencing sleep issues and some anxiety due to a stressor. The anxiety wasn't too much and I was able to stay calm and handle it. I was worried about a situation however the situation resolved and I mainly did the neurofeedback treatment to help me with the sleep issue. I started experiencing extreme anxiety after the 3rd session. Woke up in the middle of the night with extreme anxiety, tinnitus, intrusive thoughts and had to go to the hospital. I was not able to calm myself for days and doctor prescribed me anti anxiety meds to calm myself. I have since been diagnosed with generalized anxiety disorder. It has been one year and I still experience tinnitus.